Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported as that the patient's temperature did not decrease in arctic sun device, the chiller assembly was not working. Per follow up information received via mail on 27feb2024, it was reported that the device chiller frame need to be replaced as per service troubleshooting checklist document. Checked chiller pump and chiller frame, the device was waiting for spare pare to replace. The patient did not complete therapy on original device, then they had to replace another device to continue treatment. There was no impact to the patient resulting from the use of these devices. The patient just did not cool down to the target temperature.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported as that the patient's temperature did not decrease in arctic sun device, the chiller assembly was not working. Per follow up information received via mail on 27feb2024, it was reported that the device chiller frame need to be replaced as per service troubleshooting checklist document. Checked chiller pump and chiller frame, the device was waiting for spare pare to replace. The patient did not complete therapy on original device, then they had to replace another device to continue treatment. There was no impact to the patient resulting from the use of these devices. The patient just did not cool down to the target temperature.